Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2015-12478, reference MFR report #1627487-2015-12479, reference MFR report #1627487-2015-12480.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report #1627487-2015-12478, reference MFR report #1627487-2015-12479 , reference MFR report #1627487-2015-12480.

Manufacturer narrative:
In MFR report #0627487-2015-12481-1, it was reported the explant date was (B)(6) 2015, in this date was incorrect. In the MFR report #0627487-2015-12481-2 the correct explant date of (B)(6) 2015 was entered in. However, it was not noted that the date was a correction.

Event description:
Device 4 of 4. Reference MFR report #1627487-2015-12478; reference MFR report #1627487-2015-12479; reference MFR report #1627487-2015-12480.